Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas 8000 e 602 module. No erroneous results were reported outside of the laboratory. The initial total psa result was 1490 ng/ml. On (B)(6) 2018 the sample was repeated 3 times with a result of 1900 ng/ml, no numeric result with a data flag, and then a result of 2069 ng/ml. The result of 2069 ng/ml was reported outside of the laboratory. There was no allegation that an adverse event occurred. The total psa reagent lot number was 247045 with an expiration date of sep-2018. The customer's qc results were within the acceptable ranges.

Manufacturer narrative:
Serial number was updated.

Manufacturer narrative:
Calibration signals were acceptable. Pinch tubes were last replaced on (B)(6) 2018. Liquid flow cleaning was last performed on (B)(6) 2018. The customer provided limited information. Based on the information available, an assay related issue is not suspected. A general product problem can be excluded. The investigation was unable to find a definitive root cause.